Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue was observed on the device. Upon review of the session records lead noise was suspected. No pacing inhibition was observed and lead impedance issue fluctuated since implant procedure. It was recommended to bring the patient into the clinic for further evaluation, including an x-ray, isometric testing, pocket manipulation and testing the header. During another follow up visit, lead dislodgement was confirmed via chest x-ray. During testing loss of capture was observed. The possibility of device contributing to the issue was ruled out. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.